Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. In addition,irritation from adhesive patches are known and anticipated potential adverse effect.the user reported infection at insertion site with symptoms of swelling.the symptoms first appeared on (B)(6) 2024.user's hcp was aware of the event and prescribed the user with bactrim.no further investigation was found necessary for this complaint.

Event description:
On 04 november 2024,senseonics was made aware of an incident where user reported infection at insertion site with symptoms of swelling.the symptoms first appeared on (B)(6) 2024.user's hcp was aware of the event and prescribed the user with bactrim.

Manufacturer narrative:
B4.date of this report 21 january 2025. G3.date received by the manufacturer? 21 january 2025. H6. Investigation conclusions (d) corrected to 4311.